Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room. Upon review, it was revealed that the right ventricular lead was dislodged, exhibited high pacing threshold, and delivered inappropriate shock. The right ventricular lead was explanted and replaced. The patient was stable and discharged post procedure.